Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported the system displayed a "generator error." This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of pt injury or death.